Manufacturer narrative:
An investigation was performed. The event documentation was reviewed and the device performed as specified. The small atrial electrograms post-shock were due to circuit limitations.

Event description:
The reporter indicated that an implant two inductions were obtained with excellent results, but that the chronolog iegm data was not available for display after either induction. The strips obtained in the recovery room following surgery contained unreadable marks on the annotated ventricular stored electrogram. On the dual lead printout of the same induction, no atrial electrograms were noted.